Manufacturer narrative:
Update: (B)(6) 2012 received maude report from patient with lot numbers. Reopened complaint. Update: (B)(6) 2012 - litigation papers received. There is no new additional information that would affect the investigation. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combinations since their release for distribution. Lot information was not provided for the associated metal insert. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Patient was revised to address groin pain, elevated cobalt and chromium levels, and an anteverted cup.